Event description:
The customer reported that the 9800 system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The nodes were cleared and the system software was reloaded. The system was tested and operates as intended.